Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2019-10353. It was reported the patient;s lead had migrated to the ipg pocket and was causing pain at the ipg site. It was noted that the patient had lost stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted. The patient was doing fine post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-10353.

Manufacturer narrative:
This event is also reported in manufacturer report number 627487-2019-10412 and 1627487-2019-10413.

Event description:
Related manufacturer report number: 1627487-2019-10353.